Manufacturer narrative:
Analysis of the pump found a reliability non-conformance of the pump motor with gear train anomalies of corrosion and-or wear and-or lubrication and stall due to shaft-bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The devices were returned without any documentation of an allegation or information and underwent routine analysis. Per the logs, the pump was infusing dilaudid (2000 mcg/ml at 925.6 mcg/day) and clonidine (200 mcg/ml at 92.56 mcg/day). The indication for use was noted as non-malignant pain and joint pain/arthritis. No patient symptoms were reported.